Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became unresponsive after exposure to water at a splash pad; the device briefly resumed function when placed on a charger but then remained nonresponsive, and a return and replacement were initiated. Symptoms included hyperglycemia with a reported maximum blood glucose of 370 mg/dl lasting about one hour, without loss of consciousness, diabetic ketoacidosis, or other acute sequelae. Outcomes included self-management with two units of subcutaneous insulin and no medical intervention or hospitalization. Investigation included remote troubleshooting and education, verification of shipping and return, and initiation of replacement with instructions for data handling and continued cgm use. Investigation of the returned device revealed a malfunction consistent with a screen or user-interface failure potentially related to liquid ingress affecting the pump¿s electronics. It was concluded, based on previously established findings for similar reports, that the cause was device failure due to environmental exposure leading to a malfunction.